Manufacturer narrative:
A complete evaluation could not be performed because the device was not returned for evaluation. Two requests were made to return the product or obtain lot code info. Should the device or any further info become available, the report will be reopened and an evaluation performed.

Event description:
Reporter states, pt presented with (r) knee pain. Medial wear on tibial insert. Femoral, patellar and tibial baseplate all intact. Physician stated patella had "cold flow." Tibial insert was revised to a compatible component.